Event description:
It was reported that the user¿s infusion set became detached from the pump chamber due to not locking it correctly during a supply change, after which a support agent guided reconnection of the cartridge and tubing and insulin delivery resumed without alerts or alarms. No symptoms or change in blood glucose reported. Outcomes included no clinical impact and no need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed user setup error with successful restoration of normal operation following guidance. It was concluded that the event resulted from user error and the device functioned as intended after reconnection.